Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, the following findings were noted below: technical evaluation has confirmed the customer reported issue. The aspiration housing found damaged. The probe unit was found damaged, the outer rubber has torn . Echo signal missing on ultrasound image and interference evident on the image. Service repair noted that the findings found attributed to use handling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
Customer reported an issue of fault suction button stiff. The issue found during reprocessing. There is no patient involvement associated on this event. No user injury reported. Device evaluation found tear ,outer rubber torn identified on the ultrasound probe sheath. This report is being submitted for damaged probe unit found during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred from user handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.